Event description:
Customer reported a button error alarm on the insulin pump that she was not able to clear. The blood glucose reading was 113 mg/dl. She stated that the insulin pump was not exposed to moisture but that a button may have been pressed for longer than three minutes. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.